Event description:
I ordered and received contact lenses from the contact lenses shop. They were made by coopervision - proclear sphere lenses. The lenses made my vision blurred. I reported this to coopervision and to contact lenses shop. Both said there was nothing they could/or would do. The lot number on the lenses is 9557550623, bc=8.2, dia=14.2, pwr=-5.75. Finally contact lenses shop sent me 6 lenses from lot number 9555001223 which worked fine. I ordered from another vendor and got the same lot number - 9557550623 - which are bad also. Coopervision has refused to do anything. Please help me as I have very bad eyes and have tried many lenses and these work the best when they are correctly made. Thank you. Diagnosis: bad vision. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.